Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No patient or staff injury was reported.

Event description:
The customer reported that the 6800 would not boot up. No patient injury was reported.